Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The biosensor was inserted into the back of the upper arm on (B)(6) 2025. On the same day, it was reported via stelobot chat, the customer reported a detached sensor wire. The event occurred shortly after sensor insertion in the arm. They indicated, ¿wire came off in my arm,¿ and ¿I tried to remove the sensor from my arm. The wire is still lost. I went to the doctor. They did a small incision. They cannot find the wire in there. They had to stitch me back up. Wire is still missing.¿ no symptoms at the puncture site were specified. No other treatment or details were reported. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
The applicator was provided for investigation. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined as no damage was found on the applicator. The allegation was undetermined. The customer complaint is undetermined as the device cannot confirm nor deny reported allegation with the return of product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 12/11/2025. It was reported that a detached or missing sensor wire occurred. During a follow-up call with a technical support representative on (B)(6) 2025, the customer provided additional details. The customer stated that upon sensor removal on (B)(6) 2025, the sensor wire was not present and was not visible at the insertion site. On (B)(6) 2025, the customer sought care at a healthcare facility. The healthcare provider recommended a diagnostic x-ray to confirm the location of the sensor wire; however, the customer declined the imaging. An exploratory procedure was subsequently performed, but the sensor wire was not located. The insertion site healed without complication, and the customer had fully recovered by the time of the follow-up call on (B)(6) 2025. No additional information was available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. G7 wearable was evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and goose necking was found. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Probable cause could not be determined. The applicator has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No additional patient or event information is available.